Event description:
A patient who was introduced to novofine 30g needles with an innovo insulin doser in 2002, experienced that the needle part remained in their abdomen. An x-ray was performed which confirmed that the needle was in the abdomen. The needle will be surgically removed.

Event description:
According to the medical practioners, the pt is known as an unmovtivated pt, who does not follow the instructions very well and often re-used the needles. An x-ray was performed which confirmed that the needle was in the abdomen. The needle will be removed surgically soon. According to the dr, surgical intervention is not necessary, but the dr agreed to this because the pt has repeatedly asked for it. Follow-up info received on 2/21/2003 - analysis results received (see section h 10). Follow-up info received on 2/25/2003 since last submission of this case the following info has been updated: - narrative has been updated with info about the pt, who re-uses the needles and that surgical intervention was on request of the pt.